Manufacturer narrative:
Account discarded the device.

Event description:
It was reported the device overheated during a procedure at the user facility. The user facility reported there were no medical interventions, surgical delay, or adverse consequences.